Manufacturer narrative:
One (1) actual sample was received for evaluation in a closed pouch. A visual inspection with the naked eye noted a loose green cap to the patient connector inside the closed pouch. The reported condition was verified as a misassembled cap. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps (pull rings) were missing from five (5) amia automated pd cycler sets with cassette. This was observed prior to use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.